Manufacturer narrative:
Concomitant medical products: product ID: 3057, product type: screening device. Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urgency frequency urge incontinence patient stated that they were adjusting their clothing and bumped and pulled their wires. The bandage came loose and they were bleeding. Patient was recommending to follow up with their health care professional. No further complications were noted or anticipated.